Manufacturer narrative:
Additional serial number: (B)(4). Additional lot number: 5798136.

Event description:
Per the pt: my name is (B)(6) and I had breast implants put in (B)(6) 2008. Since then, I have had some weird things going on with my body since the surgery. I have developed allergies to an extensive list of chemicals that I have never had an issue with. My doctor said I have to find out what my saline breast implants are made out of. She believes there may be a direct link with my implants and my severe allergies, hair loss, and allergic eczema.